Event description:
It was reported that pump insulin gauge displayed an amount different than expected, showing 6 units instead of the caller¿s expected 120 units, while the value continued to change as insulin was delivered. There was no reported impact to the customer¿s blood glucose level. Caller confirmed using room temperature insulin, properly removing air, not reusing or overfilling cartridge, and, with assistance from technical support, reloaded same cartridge before deciding to instead load brand new cartridge and request replacement pump, and technical support planned to create service request for this replacement.